Manufacturer narrative:
(B)(6) 2015 follow up: customer reported that pump therapy was resumed. (B)(6) 2015 follow up: customer reported that blood glucose level is no longer elevated. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for blood glucose levels above 600 mg/dl and diabetic ketoacidosis. Customer could not verify if the event was related to t:slim pump or supplies as it occurred in the past. System check was performed with tandem technical support and pump performed as intended. Pump history showed no alarms on the event date that would have resulted in elevated bg levels. Customer reported that bg levels are currently being managed by insulin injections and pump setting will be discussed with health care provider prior to resuming pump therapy.